Manufacturer narrative:
D9 - date returned to MFR; 3/18/2026. Device evaluation: two devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed; the cannula was found bent. No other damages were found.

Event description:
It was reported that the two cleo 90 infusion sets that kinked and reported running high today due to a kinked cannula and had a glucose reading of 266 mg/dl. It was administered a manual injection via mdi and stated that no medical services were required. The infusion site was changed and cassette (cassette was not an ICU medical product) at the time of both events. The event occurred while in use with patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.